Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, retained test strips, or retained usb cable. The reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader and burn marks were observed on the u13 chip of the reader's pcba (printed circuit board assembly). The reader's returned battery was measured at 3.217v, which is not within specification of 3.7v-4.2v. The battery was replaced with a new un-used battery however, the reader continued not to power on. Returned reader placed into the reader pcba test fixture with known good battery to attempt to power on reader, reader was unable to power on or connect to software .the observed burn marks to the u13 chip is consistent with an incorrect power adapter being used while charging, causing the components to overheat. The customer did not return the power adapter or charging cable at this time. It is unknown if the customer is using the adc supplied cable and adapter. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device flashes on and off. The product was returned and investigated for flashing on and off, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device flashes on and off. The product was returned and investigated for flashing on and off, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, retained test strips, or retained usb cable. The reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader and burn marks were observed on the u13 chip of the reader's pcba (printed circuit board assembly). The reader's returned battery was measured at 3.217v, which is not within specification of 3.7v-4.2v. The battery was replaced with a new un-used battery however, the reader continued not to power on. The observed burn marks to the u13 chip is consistent with an incorrect power adapter being used while charging, causing the components to overheat. The customer did not return the power adapter or charging cable at this time. It is unknown if the customer is using the adc supplied cable and adapter. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.